Manufacturer narrative:
Philips remote service specialist(rss) spoke with the customer. The customer informed rss they had received and installed a new display at the central surveillance. Rss reviewed the configuration and determined the alarm sound defaults to the display at setup instead of the external speaker as intended by the user. Rss assisted the customer with configuring the output to the external speaker. This resolved the issue and the unit is now functioning as intended. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Customer reported the monitor is without sound. The device was in use. There was no user or patient harm reported.